Event description:
Customer reported that a patient developed an infection three weeks following posterolateral fusion and insertion of an indwelling pain catheter.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.